Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported receiving elevated blood glucose levels of 164-464; took correction via pump but no success. Caller stated she changed the infusion set and cartridge; issue persisted. Caller reported she disconnected from the pump and used alternative therapy; blood glucose levels normalized. Caller alleges the pump is not delivering accurately. The customer is under stress due to her daughter being in an ICU. No adverse event reported. Requested return of the alleged pump for evaluation.